Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, lot# 0213191949, implanted: (B)(6) 2017, product type catheter. (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (unknown concentration, 0.1mg/day) in an implantable pump an unknown indication for use. The patient experienced a headache following a (B)(6) 2017 implant. The surgeon contacted the manufacturer for the procedure to "control the catheter effective." The manufacturer representative sent the opacification procedure. The surgeon did not want to attempt the opacification procedure because they felt they would "see nothing with this technique." After two days, it was decided to perform a CT scan and a catheter disconnection was observed. The catheter disconnection was confirmed by the received image of the CT scan. The catheter appeared to be disconnected from the pin connector. The catheter was reattached on (B)(6) 2017. The surgeon decided to replace the pump segment with a new connector. The suspected cause for the issue was a "bad connection." As of (B)(6) 2017, the issue was considered resolved. The status of the patient was stated to be alive and with injury. The patient contracted meningitis and was in treatment. The replaced pump segment would not be returned. No further complications were reported/anticipated.